Event description:
Wound rn noticed wound vac tubing was clamped. Wound vac never alarmed when clamped or with loss of suction. Once un-clamped function returned. It is estimated that the device failed after 18 hours of use. The patient's plan of care did not change as a result of this event. There was no patient harm. The patient was discharged from the facility. Staff have not had this kind of experience with this device before. The staff notified the manufacturer.